Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed areas on the instrument main tube where material had been removed. It was determined that the failure mode is consistent with the use of a potentially defective cannula. As indicated in the complaints notes, the instrument fragments were successfully retrieved.

Event description:
It was reported that during the beginning of the surgical procedure, the is2000 monopolar curved scissors instrument got scraped inside of the trochar, causing fragments to fall inside of the patient. The instrument fragments were retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported. Medwatch MFR. Report #2955842-2006-00169 was created for the cannula accessory used during the surgical procedure.